Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient reported that there was something wrong with the pacemaker device. There was no further information provided. As of this time, the device remains in service. No adverse patient effects reported.